Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the vns patient had an infection at the lead incision site following implant surgery which required treatment with antibiotics. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.